Event description:
I had to use fresenius solutions because I moved. I started using them in (B)(6). I got a bad rash on my stomach and legs. The doctor at the hospital said it was because of the dialysis.